Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. The atrial lead was discovered to be dislodged. The lead also exhibited intermittent sensing and intermittent capture. The lead was capped and replaced on (B)(6) 2016. The patient's condition post procedure was stable.